Event description:
It was reported with the use of the bd¿ patient room collector next generation there was an issue with containers received without lids.

Manufacturer narrative:
H.6. Investigation summary: the DHR review process was not performed due to the lot number was unknown. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids for the same part number throughout the last twelve months. Investigation according with this investigation there is no enough information provided from customer, since there are no pictures of original packaging and/or label issued by the weighing system, in accordance to available information the non-conformance was related to a missing lid on the pieces received by the end user. However, this complaint was received from pieces sold by a distributor; for this reason, the evidence of original packaging is needed in order to rule out that this issue was generated due to incorrect handling, partial sell, non-controlled method to repackaging or related to manufacturing process. Due to no samples or pictures were provided in this complaint, it was reviewed the customer complaint records; in accordance to cc¿s records, five additional complaints were received ((B)(4)) through the last twelve months for the same part number and issue, where it was concluded that was not possible confirm if the complaints came up from a lot manufactured after corrective action (weighing system) implementation because the lot numbers weren¿t provided. Current process controls as part of this investigation, the weighing system was evaluated and confirmed as capable to detect missing component. Potential root cause 1.uncontrolled method for partial shipments. 2.re-packaged product. Conclusion according to this investigation it was not possible confirm this issue like a failure mode related to the manufacturing process since the information provided it wasn¿t enough to determine the root cause.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd¿ patient room collector next generation there was an issue with containers received without lids.